Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio condition. The cause was identified to be a loose speaker. The rear case was replaced to correct the condition. A device history review revealed no issues that could have caused or contributed to the service finding. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device found to have no audio. No additional information is available.